Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was leaking insulin. Customer confirmed that the cartridge was not overfilled. Customer reported blood glucose was not impacted. As event occurred in the past, tandem technical support was unable to troubleshoot.